Event description:
On 2022-apr-25 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has been in a lot of pain over the weekend. Pt described feeling serious pain in their hip which actually started around tuesday or wednesday of last week. Pt stated they started trying everything to find relief. They said they turned the ins off which did help to not have as much pain. Pt said they got out of bed and the cheek of their butt was hurting so bad and they never thought to turn the stimulation off but when they did while trying to eliminate the cause they found the pain did not completely go away but it did subside. Pt then said they had to turn the ins off last night so they could get some sleep the patient was redirected to their healthcare provider to further address the issue. Additional information was reported that pt says that they have followed up with health care provider (hcp) about the issue they originally reported but hcp told them to call reps but pt says reps aren't calling them back. Pt repeated that they are in severe pain and turned stimulation off but still feel the pain "but if I turn it off then the part of my body that it was helping doesn't help anymore". Pt says they went for an MRI and had ins in MRI safe mode but found the implant site was heating up during the MRI. The patient called back pt said they had been having problems with the stimulator. Pt had pain since the day after easter. Hcp and pt were trying to figure out what was wrong. Pt turned stim off and pain subsided. Pt saw the rep on thursday who changed their settings and told pt to try it for a week. Pt could not keep it on for a week. By monday pt was in excruciating pain. Pt shut simulation off and since monday pt had no more pain. Pt believes something was going on with ins since pain went away when ins was off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated they were in severe pain and when they turned device off pain eased up. Hcp decided to leave device off til after july 14th. Patient turned it back on and on b <(>&<)> c, has no pain. However on a, very painful and tingling in left leg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Cause not determined, issue not resolved at this time.